Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced phrenic nerve stimulation. Subsequently, the patient underwent a revision procedure, and this lead was surgically capped/abandoned (it remains implanted but out-of-service). A new lv lead was successfully placed in a more optimal location without stimulation. Besides intervention, there were no other adverse patient effects reported.